Event description:
(B)(4). It was reported that coronary restenosis occurred. In (B)(6) 2013, the patient presented with stable angina pectoris (sap) and index procedure was performed. The 75% stenosed, 25.0mmx3.0mm, concentric, type c, diffused lesion over 2cm in length, with a =< 45 degree bend and timi 3 flow target lesion was located in the mid left anterior descending (lad) artery. The physician treated the lesion with pre-dilatation and placement of a 2.25x32mm promus element¿ plus stent at 8 atmospheres. Following post dilatation, residual stenosis was 0% with timi 3 flow. Two days post procedure, the patient was discharged from the hospital. In (B)(6) 2015, the patient presented due to coronary restenosis. The physician performed percutaneous coronary intervention (pci) in the mid lad four days after. Post procedure, the event was considered resolved.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).